Event description:
During a call in 2001 involving a pt, the unit did not pace. Upon arrival, CPR was in progress by a police officer. The unit was hooked up and pulseless electrical activity at a rate of 20 was diagnosed. Attempts were made to pace but the unit did not seem to be pulling out any energy. Medication was administered and the pt was paced with another ER's unit. A pulse returned for a time, but the pt was shortly after pronounced.